Event description:
The facility reported over infusion heparin during pt use. The pt was admitted to the hospital due to pain in the chest. Pulmonary emboli were diagnosed. Heparin 25,000u in 500ml bag with a rate of 26.4ml/hour was initiated at 2200. At 1230am, the nurse noted the entire bag had infused. The pt did not exhibit any adverse signs or symptoms. A partial thromboplastin time was drawn at 0100, with results > than 100. Protamine sulfate 50mg in 50cc solution was administered via pump over 10 minutes. A second dose of protamin sulfate 50mg in 50cc solution was administered 30 mins later. The blood pressure was 180/80, at approx 0300. The pt was also given coumadin 8mg orally at 0312. Normal saline 1000ml was a stand-by solution that was not infusing at the time of the event. The pt was discharged to home in good condition in 2007.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.